Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. Customer's blood glucose was 600 mg/dl and the another blood glucose was 475 mg/d and 508 mg/dl. Customer's current blood glucose was 212 mg/dl. Customer treated with insulin drip. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode feature was not active at the time of incident. The high pressure test was failed. Customer stated that the insulin pump was under delivering the insulin due to pump error alarm. Customer stated in the alarm history there were insert battery and power loss alarm. Customer declined troubleshooting. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 86 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump/bg meter communication errors or anomalies noted during testing. The pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted, however, insert battery alarm, failed batt/battery failed alarm and power loss alarm was noted. Also, found bolus delivery of dailytotalofbolusinsulindelivered = 31.75 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed batt test or battery failed alert recorded in the formatted history file for the event date of (B)(6) 2022. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date (B)(6) 2022. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 06:07:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:49:33.000, 07/15/2022 19:59:00.000 (B)(6) 2022 21:04:25.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 20:00:05.000, (B)(6) 2022 20:00:19.000 (B)(6) 2022 20:00:58.000 power loss alarm was recorded and found in the formatted history file on: 07/15/2022 20:02:19.000 07/15/2022 20:02:30.000 earliest power data available per the power management tool/detail trace file is on july 17, 2022 at 10:27:02 am. There was no power data available for the event date of july 15, 2022. Unable to check power data for low battery alert, failed batt/battery failed alarm and power loss alarm. Pump was cut open to perform visual inspection and found slight corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Absence of occlusion alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert were not confirmed. Pump/bg meter communication anomaly was not confirmed. However, during visual inspection, found slight corrosion on the pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information which has been received was not included in the initial report. The information has been provided in section h6, h10 and h11 with this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.